Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that ra lead impedance is 500-2000 ohms. Noise is seen in parallel on ra and shock. Post shock there is now noise on rv channel, which could possibly be lead on lead issue sli is 46 ohms with 26j shock. Rvp impedance within range. Did iso and pocket aggressively and could not reproduce any noise. No faults and nothing in the memory that is unusual. Lead will be evaluated further.

Manufacturer narrative:
Lead was explanted on (B)(6) 2020. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Lead was explanted on (B)(6) 2020. Upon receipt, the lead under complaint was found cut 9.5 cm distal to the is-1 connector pin into two segments. All fragments were received for analysis. An extraction aid was found in the lead body of the distal fragment. It is reasonable to assume that the lead was cut during the extraction procedure. The performance of the lead fragments was scrutinized, including a visual inspection. The visual inspection revealed that the outer insulation of the proximal fragment was found abraded through (8 cm distal to the is-1 connector pin), which is assumed to be the root cause of the reported oversensing. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of interaction with the generator housing. Further damages such as cuts into the outer insulation of the distal lead fragment and a deformed outer conductor coil (33 cm proximal to the lead tip), as well as a bent fixation helix, most likely occurred during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.